Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable by handling the device in accordance with the following sections of the instructions for use: instructions, operation manual, chapter 3 "preparation and inspection", section 3.2 "inspection of the endoscope"; instructions, operation manual, chapter 3 "preparation and inspection", section 3.6 "inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the laparo-thoraco videoscope exhibited adhesive around objective lens was peeled and there was no image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.